Manufacturer narrative:
Follow-up received on 17-may-2016 quality-safety evaluation of ptc: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this medically-confirmed, spontaneous case report was received via regulatory authority and refers to a female patient who had essure (fallopian tube occlusion insert) inserted. Approximately 5 months later, a bilateral salpingectomy was performed for device removal since the left insert was in wrong position (possible perforation of left fallopian tube). This event is listed in essure's reference safety information. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, considering the close temporal relationship between the event and essure insertion procedure, causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect. Follow-up information (perforation questionnaire) is being sought.

Manufacturer narrative:
Follow-up information received on 22-jun-2016: the physician could not identify the patient. Case considered closed. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-jun-2016 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically-confirmed, spontaneous case report was received via regulatory authority and refers to a female patient who had essure (fallopian tube occlusion insert) inserted. Approximately 5 months later, a bilateral salpingectomy was performed for device removal since the left insert was in wrong position (possible perforation of left fallopian tube). This event is listed in essure's reference safety information. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, considering the close temporal relationship between the event and essure insertion procedure, causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect. Despite follow-up attempt, no further information was obtained.

Event description:
This is a spontaneous case report received from a physician via regulatory authority (case# (B)(4)) in (B)(6) on 04-apr-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. The left micro insert did not integrate, and it was in wrong position (possible perforation of left fallopian tube), totality visualization of left fallopian tube with contrast to peritoneum on (B)(6) 2015. Bilateral salpingectomy and device extraction was performed on (B)(6) 2015. Company causality comment: this medically-confirmed, spontaneous case report was received via regulatory authority and refers to a female patient who had essure (fallopian tube occlusion insert) inserted. Approximately 5 months later, a bilateral salpingectomy was performed for device removal since the left insert was in wrong position (possible perforation of left fallopian tube). This event is listed in essure's reference safety information. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, considering the close temporal relationship between the event and essure insertion procedure, causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. Follow-up information (perforation questionnaire) and a product technical analysis are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.